Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.226.004, lot: 9632758, manufacturing site: bettlach, release to warehouse date: 30.dec.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the tip section of the received screwdriver is broken into two pieces. The broken piece was also returned for evaluation and has shown that the tip is twisted. There are also wear marks visible on the coupling part of the instrument. Dimensional inspection: measurement of outer diameter performed and is within specifications per relevant drawings. Document/specification review: the measurements of the hardness after the hardening procedure were also within the specification. The used material was stainless steel as required. Summary: the received condition of the screwdriver is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in december 2015 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on that and the condition of the item a product related issue can be excluded. Unfortunately the exact cause which has led to the breakage could not be evaluated, based on the fact that the tip section is twisted we have to assume that a mechanical overload situation has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a removal surgery for headless compression screw and variable angle (va)-olecranon plate due to bone healing had occurred. During the procedure the cannulated stardrive screwdriver shaft in question. When the surgeon tried to extract a locking screw which was inserted through the plate, the tip of the shaft broke off. The fragment was buried in the head of the screw. Thus, the surgeon extracted the screw using carbide drill bit to successfully complete the procedure. All fragments were removed from the patient and confirmed by x-ray. It was unknown if there was a surgical delay. Patient status is unknown. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1) and unknown locking screw (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).